Event description:
Info received indicates the head section will raise and lower unintentionally.

Manufacturer narrative:
The facilities engineer found the CPR switch was stuck. The CPR switch was cleaned to repair the bed.